Manufacturer narrative:
The angiosculpt device separated in the patient. Additional intervention was required to remove from the patient, thus resulting in prolongation of the case. (B)(4). The angiosculpt device was returned in 3 pieces along with a filter wire and introducer sheath (both not manufactured by spnc). The first piece/section contained the distal tip, scoring element, distal and proximal marker bands, distal inner member, and a small section of the transition tube (intermediate bond). These pieces were intact to a section of the distal filter wire which was intact to an introducer sheath. The second piece/section contained a portion of the inner member that was intact to the other section of the filter wire. The third section contained a portion of the proximal balloon, majority of the transition tubing, inner member, strain relief, and luer. Visual examination found a bent and damaged distal tip. The distal bond was damaged and the balloon was accordion and separated at the proximal end of the balloon. A longitudinal tear was observed at the proximal section of the balloon. The scoring element broke in multiple areas and separated completely from the distal bond. The inner member that was intact to the distal end of the filter wire was damaged and accordion. The other section of the inner member (proximal to the proximal marker band) was damaged and separated entirely from the device but was intact to the separated proximal section of the filter wire. The distal end of the transition tubing was accordion and separated but remained intact to the filter wire. The filter wire separated in 2 pieces approximately 89 cm from the proximal end of the filter with an overall total length of approximately 318 cm. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
An (B)(6) male presented with severe rest pain claudication, and angiography revealed an 80-90% occlusion of the lt. Superficial artery extending approximately 180 mm. After review of the diagnostic images on the patient a pre-procedure treatment algorithm was determined that included the use of laser atherectomy, angiosculpt, and dcb (impact). As a result of the choice to use the impact dcb from medtronic, the physician insisted on using a filter wire (spider). Through the access in the rt. Common femoral a 6 fr x 45 cm pinnacle destination sheath was inserted and advanced contra laterally to the proximal lt. Superficial femoral artery. The lesion was successfully traversed with a .014 x 300 filter wire (spider), and the filter positioned in the lt. Distal popliteal artery. Post filter wire positioning uneventful successful lasing trains were performed using the 6 fr turbo power at the following energy settings: 1st pass: fluence 60 / rate 40, 2nd pass: fluence 60 / rate 60, 3rd pass: fluence 60 / rate 80, 4th pass: fluence 60 / rate 80. Post lasing angiography revealed a significant increase in blood flow across the occlusion with lumen size increased to approximately 4.0 mm. Post lasing further intervention was performed utilizing a 6.0 mm x 200 mm angiosculpt balloon. During the initial inflation of the angiosculpt balloon it was observed that the balloon appeared to be wrapped at the mid-junction, and then the balloon ruptured at approximately 10 atmospheres. Upon flouro imaging, the distal (100 mm) balloon/scoring element was still inflated in the vessel. After multiple unsuccessful attempts to deflate the system by pulling negative on the inflation device, the physician attempted to cautiously remove the system by what he assumed was an intact balloon shaft. Upon manipulation of the device, the balloon separated and the physician was left holding the remains of the proximal portion of the balloon/scoring element in his hand. After careful consideration, a decision was then made to attempt to slowly retrieve the filter wire positioned distally in hopes that the distal portion of the angiosculpt system could possibly be captured. This proved successful in only getting the system back over the aortic bifurcation to the rt. Common femoral just proximal to the 6 fr interventional sheath. After flouro evaluation, it was observed that both the filter wire and the remaining angiosculpt system were now a bird nest of intertwined metal. The physician made a decision to size up to a 12 fr sheath in the rt. Common femoral an effort to remove the devices through a larger conduit which proved unsuccessful. After a detailed brainstorming amongst the team members, a bronchoscopy forcep was inserted into the 12 fr sheath in an attempt to retrieve the remaining system. This proved only partially successful as only pieces of the angiosculpt were removed thinning the birds nest, but not enough to remove it through the sheath. Approaching a 3 hours procedural time line, dr. (B)(6) made a patient care decision that he would have to completely remove the 12 fr sheath, and forcefully remove the entanglement of systems from the rt. Common femoral artery knowing the risk of tearing that artery might occur. However, prior to doing so, he immediately gained arterial access in the lt. Common femoral artery, and inserted a 6 fr x 45 cm pinnacle destination sheath contra laterally to the rt. External iliac. He manipulated a .035 x 260c m glidewire distally to the 12 fr sheath, and remaining angiosculpt/filter wire entanglement. Next, a 7.0 mm x 40 mm mustang balloon was advanced from the lt. Common femoral to the rt. External iliac just proximal to the 12 fr sheath and remaining angiosculpt/filter wire. In a coordinated effort by all team members, the 12 fr sheath and angiosculpt/filterwire birds nest were removed from the rt. Common femoral while the 7.0 mm x 40 mm mustang balloon was simultaneously advanced and inflated in an attempt to achieve hemostasis of the rt. Common femoral. After a prolonged inflation of more than 5 minutes the balloon was deflated and it appeared that hemostasis had been achieved. Post balloon inflation angiography revealed no acute tears, and some bleeding at the rt. Common femoral entry site. Manual compression was maintained post procedure, and complete hemostasis was achieved with some site ecchymosis, but no post procedure hematoma. Patient was admitted to the hospital over night for post observation care, and groin management.